Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited loss of capture during a holter monitoring session. A technical services' (ts) strips review found evidence of fusion. Ts recommended increasing safety margins to ensure rv capture. No adverse patient effects were reported.